Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8jrmty. Data was evaluated and the allegation was confirmed for transmitter ID 8k59m7. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.